Event description:
It was reported that this right ventricular (rv) defibrillator lead intermittently exhibited high out of range shock impedance measurements greater than 200 ohms. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillator lead intermittently exhibited high out of range shock impedance measurements greater than 200 ohms. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service. It was reported additionally that the boston scientific field representative was on the way to defibrillation threshold testing (dft). Troubleshooting discussions were ongoing with ts, including considering a sync max energy shock, as well as a tug test. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillator lead intermittently exhibited high, out of range (oor) shock lead impedance (sli) measurements greater than 200 ohms. Technical services (ts) discussed troubleshooting options. It was reported, some months after, that the boston scientific field representative was on the way to defibrillation threshold testing (dft). Troubleshooting discussions were ongoing with ts, including considering a sync max energy shock, as well as a tug test. The dft was completed and oor sli was confirmed at different vectors. Several months after, an exploratory pocket surgery was performed on the patient. The terminal leg of the lead was not well inserted on the header. It was disconnected, re-inserted and the screw was tightened. Shock lead impedance was still above the expected limit, but lower than before. The lead and the ICD remain in service. No additional adverse patient effects were reported.